Event description:
It was reported that during right ventricular (rv) lead implant procedure placement difficulty occurred. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.